Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced skin irritation at the head piece site. The recipient presented with itchiness. The recipient was prescribed rx ketoconazole shampoo, clobetasol propionate, clindamycin phosphate as directed. The recipient discontinued device use and it was noted it helped issues. The reported issues are not believed to be device related.